Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the u718 processor was intermittent on the distribution node (dn) pca board. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the intermittent processor. The root cause of the intermittent processor cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.